Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/through the serosa and possibly perforates through the tube/ superficial and had actually perforated through the tube') and embedded device ('the coils are firmly embedded within the lumen of each tube') in an adult female patient who had essure (batch no. 626529) inserted. The patient's concurrent conditions included menses painful, migraine with aura, endocervicitis, nabothian cyst, adenomyosis, migraine, headache and menorrhagia. Concomitant products included cyanocobalamin (vitamin b-12), diclofenac sodium, simvastatin and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and embedded device outcome was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008. Most recent follow-up information incorporated above includes: on 29-jul-2020: medical record was received. Medically confirmed case. Lot number were added. Previously reported event- perforation nos updated to event- fallopian tube perforation. Event added from medical record-embedded device. Reporter information, medical history were added. Fu 01 and 02 was processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/through the serosa and possibly perforates through the tube/ superficial and had actually perforated through the tube') and embedded device ('the coils are firmly embedded within the lumen of each tube') in an adult female patient who had essure (batch no. 626529) inserted. The patient's concurrent conditions included menses painful, migraine with aura, endocervicitis, nabothian cyst, adenomyosis, migraine, headache and menorrhagia. Concomitant products included cyanocobalamin (vitamin b-12), diclofenac sodium, simvastatin and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and embedded device outcome was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.